Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate atp and hv therapy due to the device misdiagnosing an episode of svt as vt/vf. Programming changes were recommended. Patient will be monitored with routine follow up.